Manufacturer narrative:
Concomitant products: product ID 3889-28, lot# v535651, implanted: (B)(6) 2010, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported that the patient¿s implantable neurostimulator (ins) worked "wonderful" in the beginning but then started ¿not working as well¿. The ins was then replaced. Additional information has been requested but was not available at the time of this report.

Event description:
After further review, it was noted in the past the stimulation gets too high and it doesn¿t control the symptoms which makes the symptoms ¿a little bit worse¿. It was unclear if it was past or current device. It was reported that the patient had problems with urgency.

Manufacturer narrative:
(B)(4).